Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system would not charge the device, with the charging pad light failing to stay on despite correct orientation, use of the original cord and pad, and attempts with multiple outlets, consistent with a charging problem involving the battery charger. No adverse clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.